Event description:
Device received from USA for service. During servicing, it was discovered that the device had a hole or cut in the hose. It is unk if the device was used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. The date of the event is unk. There is no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).